Event description:
This device was implanted on (B)(6) 2010 and was explanted on (B)(6) 2017. A call was placed to technical services on (B)(6) 2018 stating that this device was explanted because one the lead attached to it had failed. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).